Event description:
It was reported that stent was deployed successfully in the lad. When performing another scan of the coronary vessel to check the outcome, it was noted that an edge dissection had occurred at the proximal end of the stent. Another stent was deployed to cover the edge dissection.